Manufacturer narrative:
Device is a combination product. (B)(4). Stent delivery system was returned for analysis. A visual examination of the stent found that proximal stent rows 1-2 were damaged with stent struts lifted and pulled distally. The undamaged section of the crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found a hypotube kink 295mm distal from the distal end of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues on the polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 07-nov-2017. It was reported that crossing difficulties were encountered. The 90% stenosed, 14mm in length, concentric, de novo target lesion was located in the moderately tortuous, moderately calcified, and 2.5mm in length left anterior descending artery. Pre-dilation was performed using a 2.5 x 8 balloon catheter, leaving 80% residual stenosis in the lesion. A 2.75x16mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed using a different device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.